Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suffered an impact to the back, left side of the head one year ago. At that time, CT/ x-ray was performed and both cochlear implants (the patient is bilaterally implanted) were not thought to be affected. However, recent changes in hearing performance on the left ear were observed. Re-implantation will be conducted but a date has not yet been scheduled.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The reported accident one year ago might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient suffered an impact to the back, left side of the head one year ago. At that time, CT/ x-ray was performed and both cochlear implants (the patient is bilaterally implanted) were not thought to be affected. However, the patient arrived at the latest appointment due to recent changes in hearing performance with the left ear.